Event description:
Per the audiologist, the pt reported a "buzzing and tickling sensation: during reprogramming of the sound processor. The pt is using only 5 electrodes in the electrode array. A medical evaluation and a radiographic scan were recommended. Results of an integrity test done in 2007 showed normal receiver/stimulator and electrode function. Reprogramming the sound processor's program did not alleviate the problem. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery. The pt's performance has not improved significantly with the new device.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.